Event description:
Customer reported via phone call that she has been experiencing high blood glucose over 400 and 500 mg/dl since using the new insulin pump. Customer stopped using the device on (B)(6) 2015 since her blood glucose was not going down. Blood glucose value was at 487 mg/dl. Customer stated that the night before, she treated with manual injection and when waking up the next day, her blood glucose was 315 mg/dl. Customer found she had blood at site and in the tubing. She changed the infusion set and the fill cannula amount and will monitor the insulin pump. Last blood glucose reading was 399 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.